Manufacturer narrative:
The lot was manufactured september 30, 2021 - october 28, 2021. Forty (40) actual samples were received for evaluation. A visual inspection was performed which revealed a deformation in the chamber. Functional tests were performed on four (4) of the samples by performing the infusion process in different possible combinations (with the ventilation filter closed, open and the type of container: semi-rigid and viaflex bag) and the results were satisfactory. Although the reported condition was verified it was concluded that this issue had no impact on the therapy process. Therefore, the devices met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of forty (40) solution sets were collapsed. This was discovered prior to patient use. There was no patient involvement. No additional information is available.